Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the etco2 module is not initializing. When attempting to use end tidal, the device will display that it is warming up then initializing. The user states it repeats this process then displays that the end tidal is disabled. There was no health consequences or impact reported.